Manufacturer narrative:
The additional proglide devices referenced are being filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review could not be completed as similarity could not be determined as a specific failure mode was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with three proglide devices was attempted in the calcified right common femoral artery via a 5fr sheath using the preclose technique prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, an unknown device issue occurred with three proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 8fr, 18fr and the tevar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.